Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was low and blood glucose was 530 mg/dl, which was treated with manual injection. Customer reported that issue occurred with three different sensors. Customer was not able to troubleshoot due to going to a meeting. Customer was educated on proper calibration.